Event description:
Proximal and mid rca lesion. Stent was placed in distal lesion. Difficulty getting balloon to post dil over run through. Sent grand slam down for more support, wouldn't advance so they removed and noticed the distal end was "broken". Sent second grad slam down, again removed wire and distal end broken. No patient harm.